Event description:
On (B)(6) 2023, the deep brain stimulation (dbs) patient underwent a replacement of the medtronic activa pc with a boston scientific ipg for an unknown reason. The replacement occurred at (B)(6) general hospital in (B)(6) canada with dr. (B)(6). Reference: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).